Manufacturer narrative:
Customer returned pump for alleged low bg's found on (B)(6) 2021. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, sleep current measurement, and active current measurement. Test p-cap locks properly into the reservoir compartment. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked retainer, pillowing keypad overlay, cracked keypad overlay, cracked case above arrow and battery icon, and peeling serial number label. In summary, pump passed required testing, thus no confirmed device issues. Unable to confirm alleged low bg's. (B)(4).

Event description:
Information received by medtronic indicated that the sensor did not connect. The customer stated that they had already removed sensor. The insulin pump was returned for analysis.